Event description:
It was reported that pt underwent surgical procedure in 2008, utilizing an allthread lactosorb anchor. When implant was opened, it was noticed that there was no tip on the end of the anchor. Another anchor of the same part/lot combination was used to complete the procedure.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is avail. Evaluation of returned device found evidence the tip fractured in bending overload. Moreover, there is evidence of crazing on the anchor body.